Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020 the patient fell into a muddy canal and struggled to get out of the mud/water. Upon initial interrogation there were no significant alarms in the history. Four hours after the incident the pump started to alarm and the controller screen indicated the pump would stop. There was no reported water in the backup battery chamber or evidence of external damage to the driveline. The controller was exchanged on (B)(6) 2020. During the controller exchange,some debris was noted and it was cleaned out. No further information was reported. Related MFR number: 2916596-2020-03061.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of debris in the driveline as a result of the patient falling in muddy water could not be confirmed as no photos of the debris were submitted and there is no product available for investigation. It was reported that the patient was walking on a farm on (B)(6) 2020 and fell into a muddy canal. The patient reported to hear beeping while in the water and struggled to get out of the water and mud. The patient claimed the alarms cleared after coming out of the water, and there were no active alarms on arrival to the emergency department. There were no significant alarms noted in the patient¿s history. The patient underwent a controller exchange on (B)(6) 2020 at about 06:00, and it was reported that debris was noted in the driveline. The debris was cleaned out during the controller exchange. The submitted log files from the new controller did not reveal any pump-related issues as a result of the fall in the muddy water. Pump power ranged between 5.0 and 5.8 w, estimated flow ranged between 4.2 and 5.7 lpm, and average pi ranged between 4.3 and 6.9. It was later reported that the plan for this patient was to send data regularly to ensure there was no undetected water in the driveline that could cause corrosion or other issues. The patient did not report any issues with alarms, the controller, or batteries when seen in the clinic on (B)(6) 2020. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU entitled ¿patient care and management¿ states that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. Take care to protect external system components from water or moisture¿outside in heavy rain or snow, and always for every shower. If the external system components have contact with water or moisture, the patient may receive an electric shock or the pump may stop. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Heartmate ii lvas patient handbook, cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 4 entitled ¿living with the heartmate ii¿ states that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop. No further information was provided. The manufacturer is closing the file on this event.